Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the physician found that the set screw of the pacemaker couldn't be tightened. The pacemaker was not used and replaced. No patient consequences were reported.

Manufacturer narrative:
The reported event of could not tighten the ventricular setscrew to hold the ventricular lead in the pacemaker was confirmed. Final analysis revealed, the user of the torque wrench during the implant procedure stripped the v-setscrew inset which prevents the setscrew from tightening. Incorrect wrench insertions by the user plus punch-outs from the septum caused by the user resulted in the user stripping the setscrew inset. This was the cause of the reported event. The setscrew anomaly was consistent with having occurred during the procedure.